Event description:
It was reported the pt was receiving abdominal stimulation. The pt reported she had full coverage of her pain areas, however, when the stimulation amplitude was raised, she had the unwanted stimulation. It was reported the pt had routine reprogramming, but the pt felt the issue could not be resolved. The physician explanted the scs system it was reported the devices would not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.